Manufacturer narrative:
This is the same event as 3010536692-2015-01735 and 3010536692-2015-01737 - 3010536692-2015-01738.

Event description:
Allegedly, patient was revised due to mom complications: - right.